Manufacturer narrative:
Concomitant medical product: product ID: 8780, lot# /serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-aug-2015, UDI#: (B)(4).if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving dilaudid (hydromorphone) (10 mg at 1.19906 mg/day) via an implantable pump for unknown indications for use. It was reported that the hcp was doing a pump replacement and surgical observation found the proximal catheter piece to be worn. The catheter was revised on (B)(6) 2020.   The outcome of the event resolved without sequelae on (B)(6) 2020.  The device diagnosis was other catheter worn.  The etiology of the event indicated the relationship of the event to the device or therapy was unlikely related and indicated the relationship of the event to the implant procedure was unlikely related.  The event date was (B)(6) 2021.  No further complications were reported/anticipated.